Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leakage at adapter tubing junction the patient was admitted on (B)(6) 2025, for appendectomy due to acute appendicitis. While preparing to administer intravenous medication via the indwelling catheter, the nurse discovered leakage at the catheter connection point. Following examination, the indwelling catheter was immediately replaced, and the puncture procedure was re-performed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Correction: (a) patient date of birth is unknown. Investigation results: a complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.